Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined due to insufficient information.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). Numerous "abnormal aspiration" and "sample short" errors were present in the analyzer alarm trace. This may indicate poor sample quality and a preanalytic issue at the customer site. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas pure c 303 analytical unit. The initial result was 6.46 %. The repeat result on the same analyzer was 6.03 %. The repeat result using a cobas c311 analyzer and reagent lot 765161 was 5.3 %. This result was believed to be correct.